Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient underwent revision surgery, at which time the pulse generator was replaced as it was reportedly believed to have reached end of life. Upon opening the patient, the surgeon noted brown residue around the generator and some fluid around the generator where the lead pins were inserted. The generator was replaced, after which intraoperative device diagnostic testing again resulted in high lead impedance reading. Device diagnostic testing of the replacement generator alone was within normal limits, indicating proper device function and a probable issue with the original lead (either lead break or electrode/nerve interface problem). A replacement lead was not available, so the patient was closed with the original lead and replacement generator in place. Lead replacement surgery is planned at a later date. Lead break is suspected. The patient had not experienced any recent injury or trauma that may have damaged the ncp system and did not manipulate the device through the skin.